Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation as it is still being used by the user facility. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, it was reported that the operating surgeon accidentally grabbed the urethral wall with the basket when he captured the fragments of the bladder stone. This probably caused the ureteroscope and the stone retrieval basket to get stuck. The case will be closed from olympus side with no further actions but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. Furthermore, the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic transurethral lithotripsy (tul) procedure, the ureteroscope and the stone retrieval basket got stuck inside the patient's urethra while attempting to capture and retrieve the fragments of a bladder stone. The distal end of the stone retrieval basket was then cut off. The complete set of equipment remained inside the patient until the next day, when it was removed. No further information was provided but there was no report about an adverse event or patient injury. In addition, the patient is reportedly doing well.